Event description:
Boston scientific received information from a journal article review. The study was completed to assess the prognostic importance of cardiac device infection (cdi) in patients who have received (B)(4) and (B)(4). The patients implant dates were all between (B)(6) 2000 and (B)(6) 2009. The prognostic importance of the first cdi on mortality was assessed by modeling cdi as a time-dependent covariate in the cox proportional hazards model which determined that for patients presenting with cdi, the risk of death was 1.9 times higher than that for patients who remained free of cdi. (B)(4). Reported adverse patient effects included: death, endocarditis (with or without vegetation), infection at the general pocket site, persistent fever, positive blood culture, bacteremia, multiple infections, swelling, pain, warmth, skin discoloration, relapse of cdi (one death occurred after two implant procedures had occurred; the original device was removed and replaced due to cdi which then recurred and resulted in septic shock and subsequent death).

Manufacturer narrative:
Attempts to obtain additional information from the article author(s) were unsuccessful. The findings of the study were summarized in the article: de bie mk, van rees jb, thijssen j, borleffs cjw, trines sa, cannegieter sc, schalij mj, van erven l. Cardiac device infections are associated with a significant mortality risk. Heart rhythm. 2012; 9 (4): 494-8.